Manufacturer narrative:
Customer declined repair. Intl service performed; no parts return.

Event description:
The customer reported the ventilator failed the safety valve test during extended self testing (est) due to safety valve cannot open. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The service technician checked the unit and verified that the unit failed with multiple error code. Review of the diagnostic log verified the customer reported problem. The service technician recommended replacement of components to the customer to address the problem , but the customer declined repair at this time. No repair was performed on this unit. Failure to open of the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.